Event description:
Customer reports that the device read 982 twice. No extra medication was taken based on the results. No adverse event reported and no treatment received. Numeric reading range of the device is 10 mg/dl to 600 mg/dl. Requested return of suspect device and replacement was sent.